Manufacturer narrative:
An event regarding revision involving a 32x52-55mm 10 deg ins durat was reported. The event was not confirmed. The reported device was not returned for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time

Event description:
Poly and head exchange was reported. No additional information was provided.

Event description:
Poly and head exchange was reported. No additional information was provided.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).